Event description:
It was reported that the patient died approximately six months from replacement implant and day after tissue valve implant. The cause of death has been requested and not received. Based on follow-up received, the patient was admitted into the hospital for shortness of breath thirteen days prior to death. It was reported that the patient was diagnosed with severe aortic stenosis. The patient had aortic valve replacement surgery and "redo stenting" one day prior to patient's death. The patient tolerated the procedure well with estimated blood loss of 200ml. The next day the patient was critically ill with no urine output and hypertensive. The patient underwent exploratory laparoscopy for ischemic bowel and the surgery revealed no viable bowel found. The patient returned to the intensive care unit for palliative care and died. There was no allegation from a health care professional the death was device and/or lead related.

Event description:
It was reported that the patient was implanted with two new leads on (B)(6) 2009 and was implanted with a tissue valve on (B)(6) 2009. The patient died on (B)(6) 2009. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.